Event description:
Risk manager rpeortes that clinician misprogrammed pump to deliver a basal as well as a pca doese when only a pca was ordered. The order was for 1.5mg of morphine every 6 minutes in pca mode. The patient was found unresponsive with shallow respiration, given narcan and transferred to ICU where patient successfully recovered. Patient was 1 day post-op. Risk manager states the pump was dropped on the floor by the clinician it had been removed from the patient. No additional information is available at this time.